Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a avx thrombectomy system. Visual and tactile examination showed that the male connector with female luer was cracked which caused the device to leak. The thrombectomy system was inserted in to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check saline supply ¿error. Functional testing showed a crack on the male connector with female luer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the pump would not work during a thrombectomy procedure. The target lesion details are unknown. The physician selected a avx thrombectomy set for use. During the procedure, the device started to leak and the pump would not work. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.